Event description:
Sorin group received a report that the outlet port of the arterial filter was found broken off during the set up of the pack. A new arterial filter assembly was scavenged from a pack off of the shelf in order to be able to use this heart lung pack. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the d731 micro 27 ph.i.s.i.o. Arterial filter. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the outlet port of the arterial life was found broken off during the set up of the pack. A new arterial filter assembly was scavenged from a pack off of the shelf in order to be able to use this heart lung pack. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.